Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the nurse was changing a levophed bag, and when they spiked the bag, the tubing separated from the drip chamber. The set was not due to be changed. There was no patient harm. The set arrived with green non-bd caps on the ports.

Manufacturer narrative:
The customer¿s report that the tubing came apart below the drip chamber was confirmed. Visual inspection of the set showed that the pvc tubing was completely separated from the drip chamber outlet port. The drip chamber was not received. Examination under magnification showed that both sides of the pvc tubing had insufficient solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to tubing being separated at the component engagement. Fluid was leaking from the separation. Dimensional analysis was performed and the pvc tubing measured within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing.

Event description:
The customer reported the nurse was changing a levophed bag, and when they spiked the bag, the tubing separated from the drip chamber. The set was not due to be changed. There was no patient harm. The set arrived with green non-bd caps on the ports.